Event description:
A customer contacted baxter technical service center to report a therapy issue during dwell 4 of 4. Product surveillance contacted the peritoneal dialysis nurse who stated that the home patient's transfer set had fallen off. The nurse changed the hp's transfer set and the hp resumed normal therapy. The hp was given antibiotics prophylactically. The nurse was not aware of anything that may have caused or contributed to the transfer set falling off. There was no patient injury or medical intervention reported.

Manufacturer narrative:
Per the nurse, the sample was discarded.